Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, however, there was the possibility that the cause of the reported phenomenon might be that the covering of the insertion section deteriorated by chemical liquid for reprocessing, then the braids were deformed under the covering, and consequently the braid was protruded from the insertion section. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found one braid had protruded from the wrinkle of the insertion section. There was no report of further patient injury with this event.